Event description:
It was reported that this pacemaker was found to be operating in safety mode. Patient experienced pocket stimulation. The device experienced minute ventilation signal oversensing. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.